Manufacturer narrative:
A siemens customer service engineer (cse) was at a customer site and reported that a sample barcode was misread on an advia 2120i hematology system with dual aspirate autosampler by the system's hand held barcode reader during a manual sample barcode read. Siemens is investigating the issue.

Event description:
A siemens customer service engineer (cse) was at a customer site and reported that a sample barcode was misread on an advia 2120i hematology system with dual aspirate autosampler by the system's hand held barcode reader during a manual sample barcode read. Sid (B)(6) was misread as sid (B)(6). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR on 01-nov-2019. Additional information (15-nov-2019): due to no additional information received from the customer, further investigation of this issue is not possible and the cause of the event could not be established. Possible causes include the customer barcode quality, or that barcode reader programming is needed to accommodate the customer's barcode symbology. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6)2019. Siemens filed the first supplemental MDR 2432235-2019-00400_s1 on (B)(6)2019. Additional information (27-dec-2019): the customer contact name was provided. Section e1 of this report has been updated with this information.